Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have a broken blade. A piece approximately 0.417" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument head end was broken. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported.